Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been in the rewarming phase of therapy since midnight and their temperature has not gone up, it has actually dropped to 35.8c from 36c. Confirmed target temperature was 37c, water temperature was 34.4c, flow rate was 3.4lpm, event log with only alert 105 (cool patient end). System diagnostics were within normal limits except water reservoir level was 5. Mis walked nurse through how to drain 500ml from right drain port. Reset rewarm from to patient current temperature. Water temperature currently 31.1c from temporary stop to remove lodged fill tube. Put device in manual control at 40c, water temperature quickly rose to 34c. Placed back in automatic. Device now appears to be working appropriately. Nurse would call back if any further issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had been in the rewarming phase of therapy since midnight and their temperature has not gone up, it has actually dropped to 35.8c from 36c. Confirmed target temperature was 37c, water temperature was 34.4c, flow rate was 3.4lpm, event log with only alert 105 (cool patient end). System diagnostics were within normal limits except water reservoir level was 5. Mis walked nurse through how to drain 500ml from right drain port. Reset rewarm from to patient current temperature. Water temperature currently 31.1c from temporary stop to remove lodged fill tube. Put device in manual control at 40c, water temperature quickly rose to 34c. Placed back in automatic. Device now appears to be working appropriately. Nurse would call back if any further issues.